Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2015 from an orthopedist. This case involves an adult female patient (about (B)(6) years old) who experienced angioedema after receiving treatment with synvisc one. No relevant medical history, concomitant medications, past drugs or concurrent conditions was reported. On an unknown date in 2014 (autumn), the patient received treatment with intra-articular synvisc one injection at a dose of 6ml once (batch/lot number an expiry date: not reported) into both knees, 3ml in each knee (device misuse) for osteoarthritis. The orthopedist assumed violation of asepsis. The patient left room but returned in 15-20 minutes, she experienced angioedema, redness of the face and difficulty breathing. It was reported that first aid was provided and ambulance was called. Corrective treatment: not reported. Outcome: recovered/resolved. A pharmaceutical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: important medical event. No additional information was available. The case was closed.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this initial case concerns a patient who developed angioedema after receiving treatment with synvisc one for osteoarthritis. Although, the casual role of synvisc one cannot be completed excluded for the event angioedema; however, the individual role cannot be assessed in absence of underlying medical history and concomitant medications of this patient. Due to lack of the complete clinical presentation of the patient, it is difficult to assess a definitive casual relationship.